Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. Per an intuitive surgical, inc. (Isi) advanced failure engineer, a system log review cannot be performed because the system logs are not available at this time. This event is being reported due to the following conclusion: it was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required thora vent placement.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax that required thora vent placement. The patient was discharged home after the procedure. The patient was asymptomatic. The pneumothorax was confirmed via chest x ray, the size was moderate, and it did not increase over time. The target lesion was in the left upper lobe about 14 millimeters in size. The distance from the pleura was 2.8 centimeters. The physician reported that CT to body divergence might have caused or contributed to pneumothorax and the pneumothorax could likely occur via another modality. There was no device malfunction, and the procedure was completed as planned and no delays. Currently, the pneumothorax was resolved.